Event description:
It was reported that shaft hole occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon did not properly inflate upon second inflation. After removal, there was a hole noted around the middle shaft. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were identified with the balloon material. A visual and tactile examination of the shaft identified that it was damaged on several locations on the shaft and is also noted to be severed on one location. The shaft was also noted to have multiple shaft kinks. A visual examination identified no issues with the tip of the device.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that shaft hole occurred. A 6.0-4/4t/90 symmetry balloon catheter was advanced for dilation. During the procedure, the balloon did not properly inflate upon second inflation. After removal, there was a hole noted around the middle shaft. No patient complications were reported.